Event description:
The patient had a 3.5 x 23mm cypher stent delivered to the moderately calcified and slightly tortuous proximal right coronary artery (rca) without any difficulty. When the balloon was being inflated, the physician found blood inside the inflation device. It is possible he found it when negative pressure was applied the first time. Therefore, the physician conducted that the balloon had a leakage and couldn't be inflated. The stent delivery system (sds) was retrieved from the patient. There was no reported patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.